Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: based on the investigation, no true root cause could be identified. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was fibrin mass forming in the gel of bd vacutainer® sst¿ blood collection tubes. No report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other . Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that there was fibrin mass forming in the gel of bd vacutainer® sst¿ blood collection tubes. No report of injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. Based on severity and occurrence no testing will be performed at this time. A complaint history review was conducted and a total of 2 complaints (including the current complaint) were found relating to the incident lot number and the ¿as reported¿ defect code. The customer¿s indicated failure mode for fibrin with the incident lot was not observed. Based on severity and occurrence no testing will be performed at this time. Based on the investigation, no true root cause could be identified. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was fibrin mass forming in the gel of bd vacutainer sst blood collection tubes. No report of injury or medical intervention.